Event description:
A malfunction alarm, identified by malfunction code 15, was reported. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, and no recurrence of the malfunction occurred after the reset. The customer was advised to continue using the pump and to contact technical support if the issue recurred.